Event description:
It was reported the patient¿s epilepsy was worse after a reprogramming session; however, their amplitude had been lowered. There was an increase in fits. The healthcare provider was asking if there could be a connection to the implanted system. It was later stated the epilepsy was unstable and had always been. Stimulation was turned off for 24-48 hours and it did not make a difference. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 309328, lot# 0208173098, implanted: (B)(6) 2014, product type: lead. Product ID: 309328, lot# 0208173247, implanted: (B)(6) 2014, product type: lead. (B)(4).